Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI upn: m365sc2408740 model: sc-2408-74 serial: (B)(6). Batch: 7075553

Event description:
It was reported that the patient underwent a lead revision procedure due to an unknown reason.